Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 156 mg/dl. Customer reported the device had little cracks on the device and they spread and there was moisture on the cracks, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly, motor or at the crack. The insulin pump had a cracked display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.